Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead monitor data indicates low impedance paces. Atrial lead warning occurred on (B)(6) 2014. The analysis of the device memory indicated atrial oversensing. Atrial high rate episodes recorded with apparent over sensing seen on the electrocardiograms. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance had decreased and noise was seen. The lead was later reprogrammed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.